Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Root cause: user error: per tandem user guide: ensure you first fill syringe with insulin before removing air from cartridge. Removing excess air can affect pressurization and affect how the pump delivers insulin. Root cause use error - the cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The tandem pump user guide instructs the user to remove any residual air from the cartridge. H3 other text : device not returned.

Event description:
It was reported that air bubbles were observed within the infusion set tubing during basal delivery. Reportedly, the customer was not using room temperature insulin and was not removing air from the cartridge prior to filing with insulin. Customer performed a supply change to address the issue. There was no reported adverse impact to the customer.